Manufacturer narrative:
This summary report provides data from internal application log file monitoring, please see attached for details b3 event dates: 21-31 december 2025 g6 -periodic. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This event is a summary of internally identified mobile programmer application terminations occurring between 21 dec 2025 -31 dec 2025. No patient complications have been reported as a result of these events. Please see attached for details.

Manufacturer narrative:
Supplemental report in response to gen2600076-s003 periodic summary report for data acquired from the log files of model no. M01a02 regulated under product code osr. Submitted in accordance with exemption no. Gen2400451. This initial report is a baseline to include all past data collected via log files, back to september 2023. The us release dates for in-scope application versions are: 3.11.3 ¿ january 2023, 3.12.4 ¿ august 2023, 3.15.3 ¿ december 2023, 3.19.1 ¿ december 2024, 3.7.12 ¿ january 2025 (released in china only) 4.2.3 ¿ june 2025, 4.4.2 ¿ august 2025, 4.5.2 ¿ december 2025. Investigations list number of events reported in this quarter: 3693 reporting quarter: q4 2025 (dec 21st ¿ dec 31st) cumulative data contains number of events and percentage of total since the malfunction was first identified. 88850 ¿ app crash or freeze due to background/foreground issues quarterly: 3 events, accounting for 0.08% of all malfunction complaints this quarter. Cumulative: 235 total events, with 1.28% representing this quarter¿s portion. 102926 ¿ background/foreground issues cause app crash or freeze quarterly: 56 events, accounting for 1.52% of all malfunction complaints this quarter. Cumulative: 7,415 total events, with 0.76% representing this quarter¿s portion. 107614 ¿ app crash while entering a read from file session due to low memory quarterly: 156 events, accounting for 4.22% of all malfunction complaints this quarter. Cumulative: 25,957 total events, with 0.60% representing this quarter¿s portion. 119913 ¿ app hang with wait cursor on report generation quarterly: 1 event, accounting for 0.03% of all malfunction complaints this quarter. Cumulative: 246 total events, with 0.41% representing this quarter¿s portion. 127478 ¿ app crash due to receiving malformed data quarterly: 30 events, accounting for 0.81% of all malfunction complaints this quarter. Cumulative: 1,271 total events, with 2.36% representing this quarter¿s portion. 140865 ¿ app crash during use due to device communication request issued while communication still in progress quarterly: 97 events, accounting for 2.63% of all malfunction complaints this quarter. Cumulative: 4,544 total events, with 2.13% representing this quarter¿s portion. 171171 ¿ app crash after failed programming of time zone spin field in device date/time screen quarterly: 1 event, accounting for 0.03% of all malfunction complaints this quarter. Cumulative: 45 total events, with 2.22% representing this quarter¿s portion. 188415 ¿ app crash due to webview content loading failure after running for numerous days without closing quarterly: 110 events, accounting for 2.98% of all malfunction complaints this quarter. Cumulative: 6,449 total events, with 1.71% representing this quarter¿s portion. 212787 ¿ app crash when app is moved to background quarterly: 3 events, accounting for 0.08% of all malfunction complaints this quarter. Cumulative: 277 total events, with 1.08% representing this quarter¿s portion. 224278 ¿ smartsync cannot connect to patient connector quarterly: 3 events, accounting for 0.08% of all malfunction complaints this quarter. Cumulative: 126 total events, with 2.38% representing this quarter¿s portion. 229304 ¿ app crash due to inability to display 'unknownvalue' after telemetry loss quarterly: 11 events, accounting for 0.30% of all malfunction complaints this quarter. Cumulative: 415 total events, with 2.65% representing this quarter¿s portion. 229357 ¿ app crash with white screen during programming quarterly: 1 event, accounting for 0.03% of all malfunction complaints this quarter. Cumulative: 103 total events, with 0.97% representing this quarter¿s portion. 230976 ¿ continuous waveform dropout with dots for several seconds + marker/ECG misalignment quarterly: 1 event, accounting for 0.03% of all malfunction complaints this quarter. Cumulative: 350 total events, with 0.29% representing this quarter¿s portion. 230977 ¿ smartsync app stuck with spinner after device interrogation quarterly: 80 events, accounting for 2.17% of all malfunction complaints this quarter. Cumulative: 14,726 total events, with 0.54% representing this quarter¿s portion. 234089 ¿ app crash after psa resumed from background due to unexpected command quarterly: 15 events, accounting for 0.41% of all malfunction complaints this quarter. Cumulative: 15 total events, with 100% representing this quarter¿s portion. 234220 ¿ user blocked with a spinner after background/foreground operations giving an impression of a lag quarterly: 3,118 events, accounting for 84.43% of all malfunction complaints this quarter. Cumulative: 3,118 total events, with 100% representing this quarter¿s portion. 235070 ¿ user blocked with a spinner when closing waveform viewer in psa quarterly: 7 events, accounting for 0.19% of all malfunction complaints this quarter. Cumulative: 7 total events, with 100% representing this quarter¿s portion. Summary of actions: across all investigations, the manufacturer has taken a combination of corrective and preventive software actions, including partial and full fixes delivered through smartsync maintenance releases, with several issues now fully resolved. Those involving background/foreground transitions, memory management, handling of unexpected or out of sequence device commands, connection reliability, and user interface lockups (where the screen becomes unresponsive or stalled)¿ remain under active investigation. Investigations are still in progress where root cause work continues, but for all events, corrective actions have either been taken or are actively planned based on the findings to date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An internal review of programmer application performance data identified instances of application malfunctions occurring between 21 december 2025 and 31 december 2025. The events involved application unresponsiveness (freezes) and unexpected terminations (crashes) during specific activities of the programmer application. A proportion of cases involved the application freezing or crashing when moved between background and foreground, occasionally accompanied by a persistent loading spinner. In several instances, the application could not reconnect to the patient connector after being backgrounded, resulting in workflow disruption. A subset of crashes were triggered under low available memory conditions on the host tablet. Additional events occurred during use of the analyzer or implantable pulse generator (ipg) applications, where crashes arose during specific programming workflows. Some events were also associated with the handling of unexpected or out-of-sequence device commands, including cases where the application crashed after being resumed from the background due to an unexpected perform command. Connection reliability issues were also observed, where instability or loss of communication between the application and connected devices led to workflow interruptions, freezes, or crashes. Further instances involved waveform dropouts in which the display briefly showed dots for several seconds, along with temporary mark ER/electrocardiogram misalignment. Data acquired from log files is not associated with any patient or clinician outcomes, and therefore there are no adverse events associated with this data. The events involved the following application versions: version 4.5.2 version 4.4.2, version 4.2.3, version 3.7.12, version 3.15.3, version 3.19.1. The associated events occurred across a wide range of ipados versions: ios 17.x series ¿ 17.1.1, 17.1.2, 17.2, 17.3, 17.3.1, 17.5.1, 17.6.1 ios 18.x series ¿ 18.0, 18.1.1, 18.2, 18.2.1, 18.3, 18.3.1, 18.3.2, 18.4.1, 18.5, 18.6, 18.6.2 ios 26.x series ¿ 26.1, 26.2.